Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manufacturer, device eval by manufacturer, imdrf annex a, g, b, c and d grids, remedial action required, remedial action # and manufacturer narrative. Omit: a050701 failure to align (2522),g0405203 clamp,b17 device not returned,c07 mechanical problem identified,d01 cause traced to device design.